Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2005, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
The patient reported painful/shocking stimulation sensation. She feels it every day. The patient had no idea what may have caused this event. It¿s been like this since initial implant. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the hcp regarding shocking issue. Follow up will be submitted if additional information is received.

Event description:
Additional information received from the health care provider (hcp) reported that the patient did not receive shocking from all four implants since (B)(6) 2005 and the shocking was very temporary.